Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This is one of two products involved with the complaint.

Event description:
As reported by the field, during s stent assist coil embolization, a 4mmx23mm enterprise intracranial neurovascular stent (encr402312, 6610173) became impeded in a prowler select plus microcatheter (606s255x, 30517675). The stent could not be advanced or retracted. The physician removed the stent with microcatheter together. New devices were switched to complete the surgery. There was no patient injury report.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during s stent assist coil embolization, a 4mmx23mm enterprise intracranial neurovascular stent (encr402312, 6610173) became impeded in a prowler select plus microcatheter (606s255x, 30517675). The stent could not be advanced or retracted. The physician removed the stent with the microcatheter together. New devices were switched to complete the surgery. There was no patient injury report. No additional information is available. A non-sterile unit EU enterprise2 4mmx23mm was received inside of a pouch. The stent was stuck just proximal to the microcatheter marker band. The stent component was taken out from the microcatheter, and one of the distal marker bands was found to be bent. The functional test could not be properly conducted due to the bent condition present on the stent component. Lake region medical did review the device history records relative to the manufacturing, inspection, and packaging of lot 6610173. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A photo accompanied the complaint file in which the delivery wire of the stent can be observed coming out from the proximal end of the microcatheter, which in turn is loaded into the hoop dispenser. No relevant details can be obtained from the photo. The devices were returned to cerenovus for further evaluation. Upon arrival, it was noted that the delivery wire was inside the microcatheter, as shown in the photo. The microcatheter was found to be slightly compressed from 0.5 cm through 6 cm from the distal end. The delivery wire was attempted to be moved back and forward, but it was stuck. The microcatheter was soaked in lukewarm water to flush/dissolve any residue that might been obstructing the microcatheter, but the delivery wire was still unable to be moved. Nothing else could be done in an attempt to move the delivery wire. The microcatheter was dissected around the proximal end of the compressed section, and it was found that the stent component was inside the microcatheter, it was still attached to the delivery wire. The stent was stuck just proximal to the microcatheter marker band. No foreign material or dried residues were found. The stent component was taken out from the microcatheter, and one of the distal marker bands was found to be bent, this could be secondary to the compression noted on the distal portion of the microcatheter. No other structural damages were noted on the stent component that could have contributed to the encountered issue. The customer complaint in relation to the stent being impeded in the microcatheter was confirmed based on the damage noted on the stent. With the limited information available, an assignment of a root cause is not possible; however, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. It can be reasonably suspected that the damages noted on the returned devices occurred sometime during the procedure; during the handling of the microcatheter, it could have been advanced against unknown resistance, which caused the compression and led to the damage noted on the marker band of the stent. A device history record evaluation was performed, and no non-conformances were identified. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.